Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alert. Customer stated that they did not received low battery alert prior to replace battery alert. Customer stated insulin pump was neither dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement and self tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).